Event description:
The event is reported as: complaint alleges: "just after the insertion of the catheter, the balloon leaked." No pt injury reported. Add'l info requested.

Manufacturer narrative:
No sample is available for the MFR to evaluate. A follow-up report will be sent when investigation is completed.